Event description:
During the saphenous vein harvesting procedure, the balloon popped on the short port. A second unit was used but the blood began to leak in at the conical tip end of the uniport plus. The pa used a third unit to complete the procedure. No pt complications were reported.